Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 60 mg/dl. Reportedly, the customer had delivered a bolus for a meal but did not finish eating. The customer consumed carbohydrates to stabilize bg levels.